Event description:
It was reported that a malfunction occurred on the pump, identified as malfunction code 12. There was no adverse impact to the customer's blood glucose level. The customer was assisted by technical support in resetting the pump, and the malfunction did not recur. The customer was advised to call back if the issue happened again, and they acknowledged and understood the instructions.